Event description:
It was reported that prior to starting a da vinci si cholecystectomy procedure, the surgical staff reported seeing a wire sticking out of the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wires sticking out at end is confirmed. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Pitch down cable is frayed at the distal clevis hub. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.